Event description:
Philips received a complaint on the dfm100 device indicating that the smart select knob is jammed. The asp evaluated the device on site. It was determined that this was a malfunction of the smart selection knob, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.